Event description:
The customer reported that the 840 ventilator failed to cycle when attached to the pt. There was no pt harmed or injured as a result of the event. Covidien inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all testing.